Event description:
During a laparoscopic colon procedure, the tissue pad burned while they were activating the device without the tissue in between the jaws. The case was completed with another like device. There was no pt consequence.